Event description:
The advocate stated a (B)(6) customer received a blood glucose reading of "hi" from his contour meter and a reading of 13 mmol/l from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement strips and a new meter were sent to the customer.